Event description:
It was reported that the drive support cap was protruding. It was also stated that there were cracks along the battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received in with a protruded/loose drive support disk. A cracked case, cracked reservoir tube lip, broken battery tube threads, scratched display window and missing end cap sticker noted during visual inspection.